Event description:
The customer reported an intermittent unexpected shutdown. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.